Manufacturer narrative:
Date of event: used the first day of the month of the bsc aware date since no event date was provided. (B)(6).

Event description:
It was reported that shaft break occurred. A 2.75 x 20mm synergy xd drug eluting stent was advanced for treatment; however, the device had difficulty crossing the lesion. The shaft got kinked during tapping and it separated at the proximal part. The device was removed with the usual method and the procedure was completed with another of the same device. There were no patient complications reported.